Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. Patient reported they are in pain and want the device out; she cannot tolerate the pain anymore. Patient said the pain started at implant and most of it is located at the ins site but it also makes her back and legs hurt. Patient has not told hcp she wants device out. The patient said they do not have good insurance anymore and patient was offered phone number of foundation to obtain assistance. Patient said the hcp sent her for x-rays and reported her surgery was textbook implant has not moved, however, she did not tell him it moved, she told him it hurts. She gets no help she is tired of it. Patient said since implant device has done nothing for the diarrhea and made kidney control worse, she still gets sick every time she eats as far as the diarrhea and all that she has been sick for over 6 years (prior to implant). It was also reported that during surgery the device was turned up as high as it would go. The hcp (healthcare professional) had given the patient just local anesthesia and when he told the manufacturer¿s representative (rep) to turn device on and it was like torture jolts, constant and continuous, they were hitting her with so much electricity she was sweating profusely. Patient told them to turn it down to zero and then gradually up. Patient said she has turned stim off and down but that does not resolve the issue, patient was still getting jolts in the leg she is not supposed to have it in, she told the hcp who said that was impossible because the wire goes into the other leg. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that the patient had not kept appointments and had not been seen in over 2 years.